Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site booted their machine to load scans, and then shortly after loading the monitor went black and stated no input detected. The system was powered down and turned back on. The screen stated no input for 3 min before booting. After the system was on for a bit, when they went to turn the system off it changed to no input detected again. No patient present.

Manufacturer narrative:
Correction: initial reporter. If information is provided in the future, a supplemental report will be issued.